Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was decreased. There was no harm or injury reported. The customer is not returning the device for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.